Event description:
Event description guidant received information that during a follow-up visit, this coronary sinus implantable lead exhibited loss of capture. An x-ray revealed the lead was broken in two. The lead was explanted and a new lead was implanted. During this procedure, this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the field advisory affecting this model. A new device was successfully implanted. The device and lead were returned for analysis.